Event description:
It was reported that plate columbia ag 5prct sb 90mm contamination occurred. The following information was provided by the initial reporter: contaminated plates! Maldi identification: chrysomonaes indologenes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary event description: the customer reported contaminated plates complaint history review: complaint history was reviewed and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected return samples were not provided however picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%.; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination.

Event description:
It was reported that plate columbia ag 5prct sb 90mm contamination occurred. The following information was provided by the initial reporter: contaminated plates! Maldi identification: chrysomonaes indologenes.